Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a power on reset parameters (por), with 1 - por for write to locked ram, addr=0c26, data=1c, on (B)(4) 2011 05:04:57, and 1 - patient alert for por on (B)(4) 2011 04:04:57.

Event description:
It was reported that the device experienced a power on reset. The device was set back to the original parameters and remains in use. No patient complications have been reported as a result of this event.